Event description:
Potassium infusion (diluted in normal saline) set to infuse at 16.7ml/hr over 6 hours. Pump alarming infusion complete. Rate and volume were noted to be correct, however the infusion completed in 2 hours instead of 6 hours as programmed.